Event description:
It was reported the patient experienced a loss of stimulation on the left side. It was not known when the symptoms began. The patient had not seen their physician in 3 years. Additional information received indicated the patient did visit their physician about the event. The device was reprogrammed. The programmer was not replaced. The problem was related to "broken electrodes." The patient was not planning to have surgery to fix the problem at this time. The patient was no longer having problems with the system.

Manufacturer narrative:
.